Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned. The ensite case study indicated increases in impedance during rf delivery in fifteen ablation events, and the catheter appeared to be removed from the patient following five of these instances. The catheter location appeared stable during these impedance shifts. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue and blood clots remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, impedance values increased while radiofrequency (rf) energy was delivered. When the catheter was removed from the patient after rf delivery stopped, a blood clot was noted on the tip of the catheter. The procedure was completed without replacing the catheter and there were no adverse consequences to the patient.